Manufacturer narrative:
The reported field event of high capture thresholds were not confirmed. The reported field event of the helix being unable to extend was confirmed and attributed to an overtorqued inner coil consistent with procedural damage. All other damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed the right ventricular lead exhibited high capture thresholds. Physician opted for lead revision. During revision procedure, the helix would not extend after being retracted. The lead was explanted and replaced with no issues. There were no patient consequences.